Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code of 808:02 was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module. Additional information: a service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with a failure code of 808:02. The event was reported to have occurred upon power up in the biomed service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. During a review of the pump's event history by baxter personnel, it was determined that this failure code had occurred 14 times and that delivery was interrupted. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.